Event description:
It was reported that during a bunionectomy surgical procedure, the blade broke. It was also reported that a back-up device was available to successfully complete the procedure. It was further reported that there were no adverse consequences and there was a 2 minute delay as a result of this event.

Manufacturer narrative:
The reason for the serialization starting with 9616696-2013-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The blade subject to this investigation was not returned to the manufacturer for evaluation. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. It the blade is returned, an evaluation will be performed and a follow-up MDR will be submitted.